Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced an invalid pairing code event after entering the correct code three times. After this, the patient inserted a new sensor and after warm-up it was providing the patient with an unspecified low cgm value. No bg meter comparison value was taken at the time. It was also reported that the patient's tandem insulin pump was delivering insulin despite the patient¿s low cgm value. The patient began feeling tired, vomiting, hit his head on his laundry basket and then passed out. The patient stated this occurred around 8:30 am and he regained consciousness on his own around 12:00 pm. Upon regaining consciousness, there was no mention of what the patient¿s cgm value was or if a bg meter reading was taken. The patient stated he was "feeling good" and did not seek any assistance from a higher level of care. No injuries were reported due to the patient hitting his head. Attempts to reach the patient for further event information were unsuccessful. The patient was "fine" at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced an invalid pairing code event after entering the correct code three times. After this, the patient inserted a new sensor and after warm-up it was providing the patient with an unspecified low cgm value. No bg meter comparison value was taken at the time. It was also reported that the patient¿s tandem insulin pump was delivering insulin despite the patient¿s low cgm value. The patient began feeling tired, vomiting, hit his head on his laundry basket and then passed out. The patient stated this occurred around 830am and he regained consciousness on his own around 12pm. Upon regaining consciousness, there was no mention of what the patient¿s cgm value was or if a bg meter reading was taken. The patient stated he was ¿feeling good¿ and did not seek any assistance from a higher level of care. No injuries were reported due to the patient hitting his head. Attempts to reach the patient for further event information were unsuccessful. The patient was ¿fine¿ at the time of report. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. No sensor session was active until approximately 6:03 pm on (B)(6) 2026. No session was active in the morning of the reported event. There is no evidence of the customer attempting to pair a new sensor in the morning, as reported. No additional event or patient information is available.